Manufacturer narrative:
The technician was unable to duplicate the reported heat, but confirmed a bias-current warning, and noted the motor cartridge and rotor assembly were corroded.

Event description:
It was reported that during a procedure at the user facility the core micro drill was overheating. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was also reported that during functional testing by a service technician at the manufacturer facility, the core micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.